Manufacturer narrative:
This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4), and neither the products nor lot numbers for these products are available. (B)(4).

Event description:
This case was reported by a consumer (wife of patient) and described the occurrence of decreased oxygen saturation in a (B)(6) male patient who received super poligrip original denture adhesive cream over a period of 40 years for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip and fixodent. When the patient could not find super poligrip original when it was pulled from the shelves, he used an unknown formulation of super poligrip. On an unknown date, the patient started super poligrip (dental) and fixodent (dental). "Last year" (in 2009) at an unknown time after starting super poligrip and fixodent, the patient experienced decreased oxygen saturation of 78 percent. He also experienced runny nose, sneezing episodes, cough, joint pain, two squamous cell carcinomas of the lip, product complaint of the product holding for less than eight hours so he would have to apply the product more than once a day (device misuse). The patient underwent out-patient procedures to remove the squamous cell carcinomas.